Event description:
It was reported that the unit's adapter to the light cable does not appear to be functioning correctly. The issue occurred during a case, however the case was able to be completed using a separate unit.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.